Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
The complete distal portion of the catheter and its guidewire were returned for analysis. The guidewire was bent in two places. It is uncertain how many of the bends occurred during the attempted implant or from when the guidewire was coiled for packaging to return for analysis. The areas of notable bends in the guidewire were located 4.1 and 25.5 cm from its distal end. There was damage to any of the individual windings of the guidewire. The bend of the guidewire along with event information indicates difficulty while attempting to implant the catheter. Finally, the guidewire was fully inserted into the catheter to determine if there was a mismatch between the length of the catheter vs. The length of the guidewire. The guidewire was visible at the most distal dispensing holes of the catheter and therefore meet specifications.

Event description:
Additional information: the catheter was removed before connecting with the pump and had no drugs in it. Patient was doing well and there were no complications. "Patient was receiving effective therapy and his situation was much better than before; he was more relaxed than before the pump therapy."

Event description:
It was reported that during a procedure after moving and navigating the distal segment of the catheter for a long time into the intrathecal area, the catheter was in the end longer than the guide wire. During the movement forward and back again, the catheter was kinked too. Another catheter was implanted. Patient status at time of this report was "alive - no injury/no adverse event." There were no patient symptoms/injuries related to this event. The pump was delivering lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.